Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed a battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first occurred around dinner time on (B)(6) 2014. According to the csr¿s documentation, approximately three to four days prior to the alleged power issue the patient reportedly experienced ¿excessive thirst¿ and ¿high blood sugars¿. The patient manages her diabetes with insulin (self-adjuster); however, it is not clear what action the patient took in response to the reported power issue. At an unspecified time after the alleged issue occurred the patient went to the emergency room (ER) and during her time in the ER, the patient reportedly obtained a blood glucose reading of ¿458mg/dl¿ with the ER¿s meter and was administered 35 units of lantus, 20 units of novolog, and half a sandwich. At the time of troubleshooting, the csr verified the subject meter¿s battery did not need to be replaced, there was no misuse of the lfs product, and the patient was not using the meter for the first time. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.